Manufacturer narrative:
After further review of the reported complaint, there was no patient harm, adverse event, or medical intervention required as a result of the device having a missing component. Therefore, angiodynamics has reassessed the regulatory reporting of this event based on reportability criteria and concluded that this event does not meet reporting requirements. Please disregard the initial report that was inadvertently sent and accept this as a final close out report of this event not meeting regulatory reporting. Reference (B)(4).

Event description:
An end user reported an issue with a solero applicator 14cm. The provider reported that they treated a patient with liver injury using microwaves. The applicator was successfully tested prior to the procedure. The treatment was 140w for 4min. When removing the needle from the patient, they noticed that the tip ceramic had blackened. No error codes had displayed during the procedure. No consequences in terms of treatment because they did not have to treat other lesions. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).